Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The guiding block shows no abnormalities, the mentioned screw was not sent with the block. Therefore we are not able to perform any investigations. The block met fully to the specifications. Product fault was not found. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
During attaching the guiding block on the tcp plate manually, the screw thread of the guiding block was broken. This is 1 of 1 report for complaint (B)(4).